Event description:
In 2006, a lrs orthofix external fixation system was applied to the patient to perform a femoral lengthening (post traumatic shortening of the femur) on the date of the event during distraction, the compression / distraction unit stoppted lengthening (3cm of lengthening was achieved, total lengthening was planned was 5cm. A re-osteotomy was performed on the patient in the or replacement of the compression/distraction unit. No further issues were reported.